Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarms occurred.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 151 mg/dl. The device was returned for analysis.